Manufacturer narrative:
An event of pneumonia and endocarditis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the pneumonia was potentially caused by aspiration during the procedure the field also indicated that the patient was known to have copd with asthmatic component. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code: code 2682 removed.

Event description:
Crd_1025 - portico valve-in-valve retrospective registry, (B)(4). It was reported that on (B)(6) 2015, a 25mm portico valve was successfully implanted. On (B)(6) 2019, it was reported that the patient had pneumonia potentially caused by aspiration. Patient was also hospitalized for observation of endocarditis/unspecified tavi problems. Patient was seen by cardiologist. No suspected cardiac disorder on chest x-ray. Patient was treated with prednisolone intravenously for pneumonia. The patient was reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.